Event description:
It was reported that bd nano pen needle experienced a case of the cannula breaking off, and a case of being difficult to prime. The following information was provided by the initial reporter: one pen needle broke off in the rubber barrier of the pen. Consumer also stated that during the priming the insulin flow is very little.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint for needle clog (priming) on lot # 1082133. A complaint history check was performed and this is the 1st related complaint for breaks off during use (npe) on lot # 1082133. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.